Event description:
It was reported to the MFR that the vns pt's device could not be interrogated. Troubleshooting tips were given to the physician but it is unk if this resolved the event. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.